Manufacturer narrative:
H10: this supplemental emdr is being submitted to report the receipt of the lot number on 0208/2019. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: d10, h3, h6 (method1, results1, conclusion1) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon removal of the protective sleeve, the pta balloon allegedly detached. Another device was used to perform the procedure. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned. A visual inspection found the device was received in two separate segments with a complete catheter detachment of the guidewire lumen. Therefore, the investigation is confirmed for the reported detachment. It is likely that during removal of the balloon guard, excessive force was applied, resulting in the catheter detachment. However, the definitive root cause for the reported issue could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: dilatation catheter preparation: remove the balloon guard and stylet by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter.

Event description:
It was reported that upon removal of the protective sleeve, the pta balloon allegedly detached. Another device was used to perform the procedure. There was no reported patient involvement.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that upon removal of the protective sleeve, the pta balloon allegedly detached. Another device was used to perform the procedure. There was no reported patient involvement.